Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex. Approximately 2.5 months post index procedure the patient was re-hospitalized due to a gastro-intestinal bleed. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Ca++ antagonist, clopidogrel and asa continued from block. Evaluation results inherent risk of procedure (haemorrhage). (B)(4).